Event description:
I was in at the nurse's station when I heard my patient's iabp alarm. When I arrived in his room, the screen on the iabp console went white then black and then restarted the screen without restarting the actual iabp. I restarted the iabp, and the console again went blank and stopped the iabp. At this point I pulled the backup iabp into the room to switch the console over as it was providing critical cardiac support to the patient while he is waiting for cardiac transplant. The error seemed like either a loose internal wire or possibly a software issue. This is the fourth time this has happened with this device. Device has been repaired between each event. No manufacturer response yet.